Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced swelling in the right leg. As a result, the patient's physician decreased the morphine and added dilaudid in the patient's pump. No information was provided regarding the concentration or dosage of the medications used in the patient's pump. The patient also had an increased level of anxiety, since having the pump implanted. The patient stated that there were sleep disturbances related to the anxiety. The patient also reported weight gain and (unspecified) infection, following the implantation of the pump. The patient stated that the physician was asked, by the patient, to remove the pump. The next low reservoir alarm, or refill date, was stated to be on (B)(6) 2010. The patient was to meet with the physician to have the pump refilled on (B)(6) 2010. No further details were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.